Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-operatively, it was noted that a rod was broken. A revision surgery was done to remove the broken rod. No further details are known at this time.

Manufacturer narrative:
Product is not available in the us and therefore does not require MDR submission.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.